Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) helped the hp clear the alarm and informed the hp of the error?s meaning. The hp would continue therapy with manual supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.